Event description:
It was reported that the bladder of a folfusor sv2.5 ruptured. This occurred while filling the device with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one filled sample was received for evaluation. Visual inspection of the sample noted a ruptured bladder in a non-footing position. Microscopically examination of bladder found markings on the exterior surface of the bladder near the rupture line. Therefore the reported condition was confirmed. However, the assignable cause of the reported condition could not be determined.